Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical devices: mcs-p3-943 transcatheter valve, implanted (B)(6) 2013.

Event description:
It was reported that the patient felt like they were "shocked" two times while sleeping. No shock was noted on remote transmission. However, rising and high impedance was noted on both the right and left ventricular leads. Rising and high left ventricular capture management threshold was also noted. Both leads remain in use. No patient complications have been reported as a result of this event.